Event description:
As reported, a gore® viabahn® endoprosthesis was implanted for the treatment of a superficial femoral artery aneurysm. During deployment, the device "only deployed half-way." The device was not able to be recovered thru a 12fr sheath. The procedure was then converted to an open procedure for recovery of the device.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device specimen was returned an evaluated. The following observations were made: the device was received in 2 pieces. One piece consisted of the delivery catheter up to the transition area, hub assembly, and the deployment knob with attached deployment line. The deployment line was pulled taut in the hub; however, the deployment knob appeared to have been pulled due to the discoloration with fluids. The delivery catheter was unremarkable. There was only a short single fiber of deployment line protruding through the transition. There was no evidence of distal shaft fragments in the transition. The second piece consisted of the delivery catheter¿s distal shaft, endoprosthesis with partial braided constraining deployment line, and the distal tip. The outer layer of braided constraining deployment line was fully deployed, but deployment of the deployment line¿s inner layer had not started. Traction on the remaining 20 cm of deployment line resulted in initiation of deployment line¿s inner zipper deployment. The distal shaft was exposed 28 mm proximally, due to endoprosthesis compression. All of the nitinol struts were bent outward except the distal three nitinol strut rows. The most proximal row of the nitinol struts was most severely bent. Based on the device examination performed, no manufacturing anomalies were identified. Based on the evaluation of the returned device, findings appears to be consistent with attempts to withdraw the device back into the introducer sheath after the device was fully introduced. Per instructions for use warnings section, "do not withdraw the gore viabahn® endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn® endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn® endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn® endoprosthesis and introducer sheath can then be removed in tandem."